Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 40 mg/dl. Customer current blood glucose level was 118 mg/dl. The customer was treated with food. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose. Customer received change sensor alert, sensor updating or sensor glucose value not available alert and calibration not accepted alert. Customer stated that insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The device will not be returned for analysis.